Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/31/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the breast implant. During visual inspection of the device, an area of missing material measuring approximately 2.5 x 4.5 cm was observed in the posterior view. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female underwent primary breast augmentation with mentor smooth round spectrum 475cc saline prostheses. In (B)(6) 2018 left sided deflation was noted, as the left prosthesis began to appear smaller than the right. The right side was also found to be deflated. As a result, the device was explanted on (B)(6) 2019, and bilateral prosthesis replacement with mentor smooth round moderate plus profile 550cc saline prostheses was performed. The left sided deflation was reported on 12/19/2018 under 1645337-2018-07468. On 07/24/2019, mentor received additional information and initial awareness of the right sided deflation. This report relates to the right prosthesis.